Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: we were priming a primary IV set tubing for ivig and there was a small hole in the tubing close to the top. It caused some of the ivig to spill and the vial had to be returned to pharmacy and a new one dispensed. Per pharmacy's suggestion I did submit an I-report. The lot number for the tubing is (10)23095861.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of small hole in tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 23095861 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.